Event description:
The manufacturer received information alleging a ventilator was low tidal volume alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor needs replaced to address the issue.